Event description:
On (B)(6) 2012, this device could not be interrupted. The device successfully transmitted to the home monitoring service center on (B)(6) 2012 with no anomalies reported. On (B)(6) 2012 - this device was explanted, and the competitive rv was capped on (B)(6) 2012.